Event description:
It was reported that a large volume infusor underinfused during infusion and was leaking from an unspecified location. The expected therapy time was 7 days; however, after 7 days of therapy, it was observed that approximately 20% of the desired infusion remained in the device. It was also observed the device was leaking from an unspecified location (described as fluid inside the bottle). The device was filled with an unspecified chemotherapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, h4, and h6. H11: the device was received for evaluation. Visual inspection on the returned sample via the naked eye showed no signs of physical abnormality such as air bubbles inside the tubing line or drug precipitates inside the bladder that could have caused the reported underinfusion problem. No evidence of leak or condensation was observed in the returned device. A functional flow rate test was performed, and the flow rates were found to be within the product flow rate specification range. During the flow test, no evidence of leak or condensation was observed in the device. Based on the sample analysis result, the infusor device was determined to be a conforming product. The reported condtion was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.